Event description:
It was reported that patient underwent total hip arthroplasty receiving a biomet hip on (B)(6) 2011 and was revised to a competitor hip on an unknown date due to a patient fall. Another revision procedure was performed on (B)(6) 2014 due to infection and biomet femoral components were implanted. Subsequently, the patient suffered another fall and a revision procedure was performed on (B)(6) 2014 where the biomet femoral components were removed and replaced. A further revision procedure was performed on (B)(6) 2014 where all components were removed and replaced with cement spacers due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.there are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction."this report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-03781 & 07391 / 07393).